Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate and resistance was experienced when filling multiple cartridges with insulin. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. Customer¿s blood glucose level was 117-445 mg/dl.